Event description:
A user facility reported to olympus, the evis lucera bronchofibervideoscope was leaking from the bending section. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device and there was no delayed. Upon inspection and testing of the customer returned device, the coating on the scope connecting tube was found peeled off (over 1-2 mm). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, waterproof failure due to the pinhole at channel tube, image blurry due to the variability in the acceptable range, and coating on the scope connecting tube peeled off (over 1-2 mm). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the peeling of the coating on the connecting tube. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to physical /chemical stresses. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: "important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.